Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time was inaccurate; cause was unknown. The customer's blood glucose level was between approximately 110-115 mg/dl. Reportedly, the customer corrected the date and time to address the issue.